Event description:
It was reported that patient had expired due to pump failure. The patient was admitted to hospital with respiratory distress and acute on chronic systolic heart failure. Also, patient was diagnosed with (B)(6) and (B)(6) both treated with appropriate medical management. Heart failure treated with minimal diuresis due to hypotension. Kidneys could not maintain adequate urine output with IV medications required. Respiratory distress persisted despite medical management.. Even with maximum medical management continued to decline. The patient was made dnr by family as result of advanced medical conditions.